Event description:
In 4/2004 - pt presented to clinic after receiving 4 ICD shocks. Interrogation revealed t-wave oversensing. D/t chest pain radiating to teeth, pt was scheduled for stress testing. About three weeks later - ICD replacement for end-of-life with lead replacement d/t oversensing.